Manufacturer narrative:
Associated products: item# 01.00181.540, lot# 2340859, metasul ldh, head, 54, code t, taper 18/20. Item# 01.00185.145, lot# 2350064, metasul ldh, head adapter, s, -4, taper 12/14-18/20. Item# 00-7711-013-00, lot# 60523305, femoral stem 12/14 neck taper plasma sprayed. Complaint investigation: DHR review: the quality records indicate that this component met all requirements to perform as intended. Review of event description: patient underwent revision due to pain and infection. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. No further due diligence required as all required information to support the conclusion is available/was already requested. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s instruction leaflet for endoprosthesis. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. No further investigation required as this issue is known and addressed in cpt120013713 (error pattern: infection). This error pattern is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00313 and 0009613350-2020-00314.

Event description:
It was reported that a patient underwent revision surgery approximately fourteen years post-op due to pain, loosening and infection.